Event description:
Refer to h10/h11 for follow up information.

Manufacturer narrative:
4307- an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified an issue with the gimbal, master tool manipulator (mtm) and replaced the mtm to correct the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the gimbal, mtm involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the customer reported complaint. The arm was installed onto the system and it powered up. A sine cycle and test drive were performed without any issues. The tests performed via matlab passed. Failure analysis reported that error 23025 was observed along axis 6 during the evaluation. The gimbal grip pads were also found to be worn out. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mtm faulted. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Manufacturer narrative:
An isi field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the master tool manipulator left 2 (mtml2) on the surgeon side console 2 (ssc2) faulted. The customer stated that the fault had occurred a few times, and eventually they were not able to recover from the fault. Two sscs were connected to the system; therefore, the doctor was able to disable the mtml2 and switch to ssc1.   The surgeon was able to continue the procedure robotically using ssc1.    Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that they contacted tech support while they were troubleshooting. The technical support engineer (tse) suggested that they could switch from two sscs to one. The procedure was completed robotically with the da vinci system. There was no reported patient injury, harm, or adverse outcome. There was a procedure delay of approximately 15 minutes.